Event description:
Seroma formation: graft was placed in the upper arm for av access, using a 10mm tunnel. A post-operative seroma formed, with serous fluid leaking out the entire length of the graft. The seroma was drained and the graft was treated by the use of topical thrombin on the surface of the graft. The graft remains implanted without further weeping.